Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawers were opening during refill. The user was able to log in, but all medications displayed a red exclamation point, preventing medication removal. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that all drawers were opening during refill. The user was able to log in, but all medications displayed a red exclamation point, preventing medication removal. A field service engineer identified that the rails on drawer 3 were broken and preventing the drawer from opening properly. The rails were replaced on the machine, after which all functions returned to normal. The drawer was tested several times in the user application, and all functions operated normally. The system functioned as intended after the field service engineer repaired the device.